Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h10: the returned zero tip basket was analyzed, and a visual inspection revealed that the sheath at the distal end was kinked. The handle is in good condition. An x-ray test revealed that the basket was missing. A microscope examination revealed glue residues on the cannula's notch. The reported event of basket wire break was not confirmed. With all of the information gathered and after the product analysis, evidence of the basket detached (missing) and sheath bent/kinked was possible. Furthermore, after disassembling the device, it was possible to notice that the notched cannula has crimps and wire glue marks indicating that the basket was present. It is possible that the failure was caused by an interaction of the device with another device, such as an excess of force applied over the device during the procedure. The sheath bent/kink issue is related to the basket detachment; once the basket was removed, some manipulation, such as handling the device with excessive force, could have caused the bent/kink. Because the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, cause not established is selected as the most probable cause for the complaint.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, the basket wire detached inside the patient. The detached wire was retrieved using a grasping forceps. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, the basket wire detached inside the patient. The detached wire was retrieved using a grasping forceps. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Device code a0401 captures the reportable event of basket wire break.